Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 68mm abdominal aortic aneurysm. Etbf2316c145ej was implanted from the right side. Etlw1616c156ej was implanted on the contralateral side and etlw1628c93ej was implanted on the ipsilateral side. Both were landed in the common iliac artery. It was reported that just over two years later, a type ia endoleak was confirmed by CT. A laparotomy was performed 17 days later. Surgical tape was fixed on the proximal region, and the trunk part of the main body was blocked with an occlusion balloon. The 26 mm artificial blood vessel was used, the main body was wrapped, then lapping and banding were performed on the wall of the aneurysm. Regarding to distal region, there was a part that autologous blood vessels remained on the right common iliac artery (cia), so an artificial blood vessel was also anastomosed there. The left limb was anastomosed to external iliac artery (eia). It was reported that on the right limb, there was a few mm of a hole confirmed in the graft at a position where did not common contact with the inside of aneurysm. It was stated that this iiib endoleak possibly caused the increase of the aneurysm diameter and proximal neck diameter, leading to type ia endoleak. It was confirmed there was only a iiib endoleak in etlw1628c93ej and not in the bifurcate main body. The bifurcate main body was partially explanted and the 2 endurant limbs were explanted also. As per the physician, cause of the event cannot be determined, but it was stated that there was a possibility that the iiib endoleak was caused by the guidewire during the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film analysis: the reported endoleak was confirmed on films provided; however the cause and type of endoleak could not be confirmed. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. Lack of post-implant CT¿s did not allow for thorough analysis of the observed endoleak. It is possible that the tear observed in the stent graft may have been due to procedural related causes (e.g. Guidewire penetration) as noted. It is also considered that the patient¿s aortic neck anatomy (angulation and narrowing) may have contributed to the occurrence of a type ia endoleak in the patient. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues and a type iiib endoleak cannot be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.